Manufacturer narrative:
Company representative evaluated the unit and replaced the battery and power switch. Unit was safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor did not display reading, which may affected monitoring. No patient injury was reported.